Event description:
Customer reports, after surgeron returned 3-0 chromic suture, the tip of the needle was missing. The needle had a flattened appearance. Reportedly, a specimen was sent to x-ray, but the needle was not found.

Manufacturer narrative:
Reference MFR complaint #mt1998-1-20-93, 94. Samples were returned and evaluated. Brittleness testing was performed and the needles did not break. Strength testing was performed on lot 963253 and found to be well within specification. (There were insufficient samples to test lot 953893.) Review of the lot history for each lot was acceptable. The actual sample was not returned. Without it, co is unable to determine a cause for the reported breakage. Co's testing indicated the product should have performed as expected.